Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead was undersensing atrial activity and measuring low p-wave amplitude. The patient complained of muscle stimulation and threshold tests indicated loss of capture. A chest x-ray confirmed that the lead had dislodged. It was reported that the patient has bronchitis with a deep cough which likely contributed to the dislodgement. The patient underwent surgical intervention for which this lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.